Event description:
It was reported that the device was implanted and was allegedly unable to flush/infuse. It was further reported that the device was then explanted and then another port was placed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one ti powerport with suture plugs was returned for evaluation. The corresponding catheter was not returned. The port body was patent to infusion and aspiration. However, as the catheter was not returned for evaluation, the investigation is inconclusive for the reported failure to infuse. As the catheter was not returned for evaluation, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Based on the reported event details and evaluation results, possible contributing factors include catheter occlusion and catheter kink. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that the device was implanted and was allegedly unable to flush/infuse. It was further reported that the device was then explanted and then another port was placed. There was no reported patient injury.